Manufacturer narrative:
Patient information is considered confidential and will not be released by the hospital.

Event description:
It is alleged that the unit's screen went blank without an alarm. The patient was reportedly found in cardiac arrest. Rescue measures were taken and the patient reportedly recovered. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.